Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, xnv360g, mj8cgjq0 number, and no non-conformances were identified. A photo of the product has been received and is pending evaluation. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any patient consequence/ae outcome as a result of the event report? Time-delay. Did all reported qty of 6 noticed with issue during use on patient? Or before use on. Patient? 6 sutures from same box were opened, all giving same issue. Not all of them were returned. Did all reported qty of 6 noticed with issue during use on single patient event/procedure or multiple patient events/procedures? Single patient, box was removed from theatre by unit manager. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Unknown. What instruments were used to grasp the needle? Needle holder. Were x-rays performed to localize the needle fragment? No. Were the needle piece(s) retrieved during the same procedure? Yes. Does the piece/device remain retained in the patient's tissue? No. If the piece(s) were retained, where are the located/in what structure? Na. If retained, were there any patient consequences? Na. Note: additional medwatch reports submitted via 2210968-2019-80294, 2210968-2019-80293, 2210968-2019-80292, 2210968-2019-80290, 2210968-2019-80289.

Event description:
It was reported that the patient underwent abdominal hysterectomy on (B)(6) 2019 and suture was used. During the procedure the needle tip broke off. The procedure was completed with a like device from a different lot number. There were no adverse patient consequences reported.